Manufacturer narrative:
(No problem found) the evaluation did not reveal any issues relevant to the reported event.

Event description:
It was reported, that the synergy resection shaver console (ar-8305, sn (B)(6) shows the error message h15 when the shaver handpiece (ar-8330f, sn (B)(6) is plugged in. The customer requests an inspection of all devices including the footswitch (ar-8310, sn (B)(6) . There was no harm or adverse event for patient, operator or third party reported. The surgery wasn`t completed, because no backup device was available. According to the customer, several handpieces are already defective. A second surgery is necessary. Update avoe 21-jan-2021: it was confirmed, that the patient was already anesthetized and the error occurred during the procedure.